Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to seeking medical attention. Meter and test strips were not returned for evaluation. Unable to test retention as product strip lot number was not provided. Most likely underlying root cause: mlc-078: user hematocrit low. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). Caregiver is calling on behalf of the customer. The customer feels well and did not report any symptoms. On (B)(6) 2023 the customer obtained result of 29 mg/dl using true metrix meter and 911 had been called. Customer was admitted to the hospital with a diagnosis of low blood glucose and had been discharged on (B)(6) 2023. Customer's medical treatment plan was changed: she stopped taking medications for her stomach, lisinopril, glipizide, and dexilant. Customer was not concerned with the result of the 29 mg/dl, only with the e-0 errors on the meter. The product is stored according to specification at the facility. During the call, a back to back blood test was not performed by the customer; customer did not have anymore test strips from this vial and was unable to provide lot information.